Manufacturer narrative:
The free psa assay lot number was 93198601 with an expiration date of 30-apr-2027. The cobas e 411disk serial number was (B)(6). The qc was within the ranges on (B)(6) 2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys total psa assay and elecsys free psa assay on a cobas e 411 analyzer (disk system). This medwatch will apply to the total psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the free psa assay. Sample 1: free psa: initial result: 0.113 ng/ml. Repeat result: 0.112 ng/ml. The physician questioned the initial free psa result as it was greater than the total psa result, prompting the repeat of sample 1. Sample 2 was tested on (B)(6) 2026: free psa: initial result: 0.028 ng/ml. Repeat result: 2.20 ng/ml. Total psa: initial result: 0.032 ng/ml. Repeat result: 7.54 ng/ml.